Event description:
It was reported that the patient was experiencing undesired sensations that would get stronger and weaker consistently. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was great postoperatively. Everything was disposed of by the facility.